Event description:
The account reported one incident of a blood leak. The dialyzer was pre-processed and reused.the leak was confirmed with a positive hemastix. There was no medical intervention and no patient injury. The center uses renatron with renalyn 100. The center has used renalyn 100 for the past two years. The center pre-processes its dialyzers and the dialyzer in this complaint passed the leak test. The center performs a pre-rinse on the dialyzers before placing on the reuse device and the water source is regulated and has a psi of 14 on both sides (dialysate & blood flow side). The center uses fresinious 2008k hemo hardware machines. There was no reports of pressure alarms. The blood leak alarm went off for this incident. The center has a policy that from the time recirc is started to the time of the patient is connected is no longer than a 1/2 hour.